Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing (lbbp). The article reports ten procedure related complications which included two postoperative septum perforations, two postoperative lead dislodgements, and two intraoperative lead fractures. For the first postoperative septum perforation, the threshold increased, and the impedance decreased. Computerized tomography (CT) and echocardiogram demonstrated lbbp lead perforation into the left ventricular cavity. The lead was repositioned. The second perforation was noted two days post implant via x-ray, echocardiogram, and loss of capture at high output during both unipolar and bipolar pacing. The lead was withdrawn, and a new lead was implanted and repositioned at the right ventricular (rv) apex. The two dislodgements were confirmed through x-ray and they both had a high pacing threshold. The leads were repositioned. One lead exhibited low impedance and had dislodged a second time after it was repositioned. This lead was explanted and replaced. The two fractures were identified during the procedure when it was hard to advance the leads. After multiple attempts, the leads were withdrawn, and disconnection between the lead body and end of the ring was demonstrated. The leads were subsequently abandoned, and new leads were implanted to another site to achieve lbbp. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/72 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: procedure-related complications of left bundle branch pacing: a single-center experience. Frontiers in cardiovascular medicine. 8:645947. Doi: 10.3389/fcvm.2021.645947. If information is provided in the future, a supplemental report will be issued.